Event description:
The customer was hospitalized for high blood glucose. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. Instructed customer to call back to perform the hgih-pressure test when clamp arrives.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.